Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level dropped to 64 mg/dl and fruit was to be consumed to address the low bg. The contact suspected the cause of the low bg was due to the customer not eating a snack that was routinely consumed in the afternoon.